Event description:
It was reported that during preparation for a percutaneous coronary intervention, a raised shoulder was found. A 10mm/2.50cm flextome cutting balloon monorail was selected to treat the target lesion. During preparation, the balloon was deflated. It was then noted that a raised shoulder just after the balloon was found. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is fine.

Event description:
It was reported that during preparation for a percutaneous coronary intervention, a raised shoulder was found. A 10mm/2.50cm flextome cutting balloon monorail was selected to treat the target lesion. During preparation, the balloon was deflated. It was then noted that a raised shoulder just after the balloon was found. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination revealed no damage to the catheter. The proximal section of the balloon material was slightly creased at the location where the balloon protector cap is pushed up to during the heatset process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of user preference issue indicates that the complaint device meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Manufacturer narrative:
(B)(4).